Manufacturer narrative:
Other applicable components are: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had two systems implanted. 2 weeks following a pocket revision surgery on (B)(6) 2016, the old implantable neurostimulator site started to be inflamed. A massive infection occurred and all of the implantable neurostimulator components were removed about 3 days later on (B)(6) 2016. The infection started at the old implantable neurostimulator site and they found a massive pocket of infection with 4 different strains of bacteria including (B)(6). They found infection at the 6 other incision sites where they did swabs. The patient also discussed having a rose thorn stuck in his hand which flared up his reflex sympathetic dystrophy syndrome symptoms around that time. The rose thorn was embedded deep under the first layer of skin and he went into to get it removed with novocaine. About a day after they took it out, his reflex sympathetic dystrophy syndrome flared down both limbs and his left leg. Following the removal of the spinal cord stimulation systems, he was in the hospital for 4-5 days and had a pic line home antibiotic for another 2 weeks. The patient expressed interest in having a system replaced later in the year. The patient's medical history includes reflex sympathetic dystrophy syndrome and reflex sympathetic dystrophy syndrome pain. The patient said that prior to the spinal cord stimulation devices, his reflex sympathetic dystrophy syndrome developed in 1993. In 2010 he was on an experimental medication called thalidomide and then at about 5 years, he got the rare side effect of thrombosis and from that medication he got a brain stem stroke. Two to four years prior to that, his coronary spasms started from the brain stem stroke and right after that, the constant burning pain of reflex sympathetic dystrophy syndrome started due to thalamic pain syndrome which is rare after a stroke. The patient said that his reflex sympathetic dystrophy syndrome even causes coronary spasms when it gets out of control and that is where the implantable neurostimulator was a godsend to stop the pain cycles. The patient's two implantable neurostimulator systems were implanted in 2012 and 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.